Event description:
It was reported that the device experienced a power on reset (por). The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - por for critical ram parity error, addr=108a, data=04, on (B)(4)-2011 13:05:59. One - patient alert for device circuit error on (B)(4)-2011 13:05:59.